Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results were obtained from a single level of vitros performance verifier (pv) fluid using vitros dgxn slide lot 1913-0246-3005, tested on a vitros 5600 integrated system s/n (B)(4). The investigation was unable to determine an assignable cause of the lower than expected vitros dgxn results. Neither a vitros dgxn nor a vitros 5600 system issue cannot be ruled out as a review of condition codes posted by the system could indicate either a system or reagent issue. Following service by an ortho field engineer, which included adjustments to the immuno wash fluid assembly, successful calibration and acceptable quality control results were obtained with an alternative reagent lot.

Event description:
A customer obtained lower than expected vitros digoxin (dgxn) results from a vitros performance verifier (pv) fluid. The result was generated using vitros chemistry products dgxn slides processed on a vitros 5600 integrated system. Vitros tdm pv iii lot l53841, vitros dgxn result 1.86, 1.93, 1.95 and 1.97 ng/ml versus dgxn expected result 2.56 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. (B)(4). This report is number 2 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved.